Manufacturer narrative:
Thv tvt reportable event. UDI (B)(4). The sinotubular junction (stj) measured 29mm, with no calcification, the sinus of valsalva (sov) measured 30mm, with no obliterated sinuses. The native annulus diameter was 498mm, with mild calcification and mild leaflet calcification. The aortic root calcification was mild. The inflation volume used was 23ml. Imagery was provided from the site that showed the distal end of delivery system with crimped valve after removal from patient was seen, as well as a photo of the ventricular perforation, and a 3mensio report showing patient anatomy. The delivery system was returned to edwards for evaluation and visually inspected. The delivery system was fully inserted through a loader with the distal end and guidewire shaft separated. There was full I/c bond separation, with the inflation balloon wings folded back. The distal end of the delivery system was separated with a portion of the guidewire lumen inserted through. The crimped valve was on the inflation balloon. The delivery system spring was stretched. The distal end of flex shaft was bunched. There was a balloon shaft kink / y connector strain relief bunching (likely due to packaging). No other abnormalities were observed on the delivery system. No functional testing was able to be performed due to the condition of the returned device (distal tip separated). Dimensional inspection was performed on the relevant component features related to the reported complaint. Double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The measurements met the wall thickness specification. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Lot history review did not reveal any similar complaints for balloon ¿ torn, distal tip, distal tip, nose tip ¿ separated, or delivery system ¿ withdrawal difficulty-valve through sheath. No IFU/training manual deficiencies were identified. A review of complaint history from june 2016 to may 2017 revealed other returned complaint devices for the edwards commander delivery system (all models and sizes) with balloon ¿ torn. A review of complaint history reveals that the occurrence rate for balloon ¿ torn did not exceed the (B)(6) 2017 control limits for the trend category ¿damaged¿. A review of complaint history from june 2016 to may 2017 revealed other returned complaint devices for the edwards commander delivery system (all models and sizes) with distal tip, nose tip ¿ separated. A review of complaint history reveals that the occurrence rate for distal tip, nose tip ¿ separated did not exceed the may 2017 control limits for the trend category ¿separated¿. A review of complaint history from june 2016 to may 2017 revealed other returned complaint devices for the edwards commander delivery system (all models and sizes) with delivery system ¿ withdrawal difficulty-valve through sheath. A review of complaint history reveals that the occurrence rate for delivery system ¿ withdrawal difficulty-valve through sheath did not exceed the may 2017 control limits for the trend category ¿withdrawal difficulty¿. During balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, impurity/contamination, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During balloon manufacturing, the inflation balloon was inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness, working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od) were also 100% inspected. During manufacturing, the delivery system underwent multiple 100% inspections. Furthermore, the manufacturing lot underwent product verification (pv) testing on a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks, cracks, missing or loose components. They were also visually inspected to ensure the y-connector/guidewire shaft bond is intact, to ensure the nose tip/guidewire shaft bond is intact, and for tears or separation in the inflation/crimp balloon bond. All units evaluated for this work order passed testing. The device balloon shafts are pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved. In addition, balloon burst pressure testing, balloon tensile testing (for the bond between the inflation balloon and crimp balloon), locknut/collet engagement testing, and system retrieval force testing were performed on finished devices. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for balloon ¿ torn was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. One of the identified root causes is as follows: if the physician performed the valve alignment process in a tortuous anatomy/non-straight section of the aorta, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question, the standard operating procedure provides an illustration of valve diving as well as troubleshooting tips. The complaint for distal tip, nose tip ¿ separated was confirmed based on the visual inspection of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The presence of the crimp balloon tear likely contributed to the observed separation. The visual inspection of the returned device shows the inflation balloon wings folded out. The folded wings can get caught at the distal tip of the sheath and increase the resistance when attempting to withdraw the delivery system into the sheath. With enough force, the delivery system can become separated, as observed. Therefore, the observed separation is likely due to procedural factors. The complaint for delivery system ¿ withdrawal difficulty-valve through sheath was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The presence of the crimp balloon tear likely contributed to the observed withdrawal difficulties. Additionally, it is also possible that access vessel calcification/tortuosity led to the withdrawal difficulty. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. This non-coaxiality could have then caused the balloon to get caught on the sheath tip or patient anatomy, making it difficult to withdraw into the sheath. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. Regarding the distal tip, nose tip ¿ separated / delivery system ¿ withdrawal difficulty-valve through sheath, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were identified in the product evaluation and these failure modes do not exceed the complaint trending control limits, a pra escalation is not required. Regarding balloon ¿ torn, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, no further escalation is required at this time. The complaint was confirmed for balloon ¿ torn, and for distal tip, nose tip ¿ separated but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2017 control limits for these trend categories. Therefore, no corrective or preventative action is required. The complaint for delivery system ¿ withdrawal difficulty-valve through sheath was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Thv tvt registry reportable event. (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the aortic valve placement via subclavian access, there delivery system balloon tore, with the distal tip of the balloon, with valve still on it, separating during withdrawal. During the multiple attempts to remove the separated balloon and valve, a left ventricular perforation occurred. A 16 fr esheath was used with the 26 mm sapien 3 on the commander delivery system. The delivery system was inserted through the esheath, and the valve alignment was performed without difficulty in the mid-ascending aorta. When the team was getting ready to cross the annulus, the physician turned the flex wheel and the delivery system ¿jumped¿. The team then crossed the native annulus, but during inflation, the valve did not inflate despite all the volume pushed in. Upon pulling back, there was blood seen in the atrion inflation device. The delivery system was backed out of the annulus, and a separation could be seen, as the fluoro markers were farther apart. Upon removal of the delivery system, the inner coil of the balloon had unraveled. The distal tip of the balloon had separated at the markers. The tip with the valve still on it remained in the patient. Multiple attempts were made to snare the tip and remove it through the sheath, but were unsuccessful. The 16fr sheath was removed, and the team attempted to pull the tip out using a certitude sheath, but the tip of the balloon kept getting caught on the tip of the sheath. It was decided to open the patient to remove the valve and balloon. Additionally, during the multiple attempts to snare the distal tip of the balloon, a left ventricular perforation occurred, which required surgical repair. The entire delivery system and valve will be returned.